Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited noisy signals. The patient was mostly in atrial fibrillation (af). The rhythm became a ventricular tachycardia (vt) which accelerated into ventricular fibrillation (vf). The patient was going to be seen by their physician. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the rhythm acceleration was spontaneous and not caused by a shock. The noisy signals were not oversensed and therefore there was no asystole. No adverse patient effects were reported.